Event description:
One of the extension tubes came apart form the main y-site extension set, while in use on a pt. Perhaps there was not enough glue to keep the extension tube sealed into the y-site hub.